Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received multiple shock for sinus tachycardia with rapid ventricular response where therapy became exhausted. The medical personnel noted that the patient had no symptoms and was active at the time the therapy was delivered. The medical personnel also noted they would reprogram the implantable cardioverter defibrillator (ICD) to mitigate shocks for sinus tachcardia in the future. The ICD remains in service.